Manufacturer narrative:
Follow-up #1 10/14/2015 device evaluation: the patch has been returned and evaluated by product analysis on 10/06/2015 with the following findings: the patch was returned with insulin in the reservoir, the blue guide cap, tether, and adhesive backing were intact but the red needle was removed. The red needle returned with the patch was observed to be broken with evidence of bending at the break site; the top portion of the needle was not returned with the device. The casing was examined and a gouge was noted in the surface of the casing near the site where the red needle was removed and insulin residue was observed around the gouge. It appears from these findings that the user likely removed the red needle incorrectly prior to insertion and attempted to reinsert the needle into the patch resulting in the needle bending and breaking.

Manufacturer narrative:
The product has been returned to (B)(4). The investigation has not yet been completed. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, (B)(4) received product from a patient with a note indicating that the red needle on the finesse patch had broken and 100 units of insulin were wasted. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.